Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited high, out of range pacing impedance. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.